Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager was not lined up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to the misalignment of the remote manager and a loose hasp on the refrigerator. The field service engineer resolved the issue by removing and replacing the hasp with tape and running diagnostics to confirm functionality. The system functioned as intended after the field service engineer repaired the device.